Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex fully covered biliary stent was implanted in the biliary duct during a stent placement procedure performed on (B)(6) 2022. The stent was scheduled to be removed in october 2022 (exact date unknown), during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the scheduled stent removal procedure, it was difficult to remove the stent. After several minutes, the stent was able to be removed using reusable forceps; however, the patient encountered edema. No medical intervention was performed to address the edema. The patient was reported to be fully recovered. Note: a photo of the wallflex biliary stent after being removed from the patient was provided and it showed that the stent was damaged. Additional information received on 15nov2022: the wallflex biliary stent was implanted to treat an ampullary tumor (ampulloma). The patient's anatomy was tortuous and was not dilated prior to stent placement procedure. In the physician's assessment, the difficulty encountered during stent removal did not result to edema.

Manufacturer narrative:
Block b5 has been updated with additional information received on november 15, 2022. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of wallflex biliary stent difficult to remove. Imdrf device code a150207 captures the reportable event of wallflex biliary stent damaged.

Manufacturer narrative:
Block b5 has been updated with additional information received on november 28, 2022. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of wallflex biliary stent difficult to remove. Imdrf device code a150207 captures the reportable event of wallflex biliary stent damaged. Block h10: a wallflex fully covered biliary stent was received for analysis; the delivery system was not returned. Visual and media inspection found the stent deformed with wires broken and unraveled. No other problems were noted to the stent. Product analysis and media inspection confirmed the reported event of stent material deformation; however, the reported event of stent difficult to remove could not be confirmed as this occurred during the procedure and is not possible to replicate in the laboratory of analysis. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, inflammation is noted within the IFU as a potential complication associated with the use of the device. It is most likely that the lesion characteristics and patient anatomy (tight) limited the performance of the device and contributed to the reported events of stent material deformation and delivery system difficult to remove. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex fully covered biliary stent was implanted in the biliary duct during a stent placement procedure performed on (B)(6) 2022. The stent was scheduled to be removed in (B)(6) 2022 (exact date unknown), during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the scheduled stent removal procedure, it was difficult to remove the stent. After several minutes, the stent was able to be removed using reusable forceps; however, the patient encountered edema. No medical intervention was performed to address the edema. The patient was reported to be fully recovered. Note: a photo of the wallflex biliary stent after being removed from the patient was provided and it showed that the stent was damaged. Additional information received on 15nov2022: the wallflex biliary stent was implanted to treat an ampullary tumor (ampulloma). The patient's anatomy was tortuous and was not dilated prior to stent placement procedure. In the physician's assessment, the difficulty encountered during stent removal did not result to edema. Additional information received on november 28, 2022: after removing the wallflex biliary stent, the patient encountered edema in the papilla. In the physician's assessment, the edema was caused by the difficulty in removing the wallflex biliary stent.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex fully covered biliary stent was implanted in the biliary duct during a stent placement procedure performed on (B)(6) 2022. The stent was scheduled to be removed in october (exact date unknown). During the scheduled stent removal procedure, it was difficult to remove the stent. After several minutes, the stent was able to be removed using reusable forceps; however, the patient encountered edema. No medical intervention was performed to address the edema. The patient was reported to be fully recovered. Note: a photo of the wallflex biliary stent after being removed from the patient was provided and it showed that the stent was damaged.